Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: name of index surgical procedure on (B)(6) 2023?yes what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with special condition were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Unk was at least one pass in reverse direction performed prior to closure? Yes please describe any medical/surgical intervention required for this suture event including dates and results. Removal suture and re-suture was the suture removed on (B)(6) 2023? No, after on (B)(6) 2023, but latter part of (B)(6) . What date was the re-operation performed in late (B)(6) ? Unk the event stated that during the re-operation, ¿sutures were broken in several places just by grasping the sutured skin with a settling pad, resulting in wound dehiscence¿. Were the broken sutures from the suture that was used on (B)(6) 2023 during the initial procedure and then broke post-op? No or did this suture break during the re-operation procedure in late (B)(6) ? Yes if yes, did the patient experience any adverse consequences due to the intra-op suture breakage. No intra-op complication please describe the appearance of the broken stratafix suture. Unk where was the break noted (termination, middle, end)? The part forceps touched did the ¿wound dehiscence¿ occur during the re-operation in late (B)(6) ? Yes if yes, were there any adverse patient consequences due to this intra-op wound dehiscence no intra-op complication in regards to the re-operation in late november, the event stated that the operation time was 10-20 minutes. Is this the total amount of time it took to complete the re-operation procedure? Yes did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Immflamation other relevant patient history/concomitant medications? Not reported with special condition were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? No were any pre-op cleansing procedures changed recently? If yes, please describe unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? Although it cannot be denied that the patient's constitution may be a factor, it is also possible that the device or suture method is a factor. What is the patient's current status? Stable lot number for each suture? Unk.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name of index surgical procedure on 7-nov-2023? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Were two loose passes with each arm of the device performed at the initiation of suture use during the index procedure? Was at least one pass in reverse direction performed prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the suture removed on 17-nov-2023? What date was the re-operation performed in late november? The event stated that during the re-operation, ¿sutures were broken in several places just by grasping the sutured skin with a settling pad, resulting in wound dehiscence¿. Were the broken sutures from the suture that was used on 7-nov-2023 during the initial procedure and then broke post-op? Or did this suture break during the re-operation procedure in late november? If yes, did the patient experience any adverse consequences due to the intra-op suture breakage. Please describe the appearance of the broken stratafix suture. Where was the break noted (termination, middle, end)? Did the ¿wound dehiscence¿ occur during the re-operation in late november? If yes, were there any adverse patient consequences due to this intra-op wound dehiscence in regards to the re-operation in late november, the event stated that the operation time was 10-20 minutes. Is this the total amount of time it took to complete the re-operation procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number for each suture? Related events reported via 2210968-2023-09768.

Event description:
It was reported that a patient underwent an orthopedic procedure for scoliosis on an unknown date and a barbed suture was used. During the procedure, when the suture part (both ends of the skin tissue) were lightly grasped with a settler, the suture broke in several places and caused the same condition as a wound dehiscence, even though no force was applied. The patient's current condition is stable and discharged from the hospital. There were no adverse patient consequences reported. Additional information was requested.